Event description:
Service was requested on this device based upon a report that the pump was not delivering medication as programmed. The facility's biomedical engineer received the device with a vague report stating the device was not delivering meds, no additional details or contact info was provided. The facility reported that there was no record of any pt injury or medical intervention occurring in relation to this report. Despite baxter's attempts, details were not available regarding the medication involved, pt demographics, or device programming. Should any of these details become available a follow up report will be submitted.